Manufacturer narrative:
This lead was expected to be returned. Upon return and analysis this investigation will be updated.

Event description:
It was reported that after this right atrial (ra) lead was in place high pacing thresholds were exhibited. After multiple position changes the thresholds remained high and after replacing the lead the parameters were normal. No adverse patient effects were reported.